Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg maverick 2 mr,1.50mmx15mm was returned for analysis. A visual and tactile examination of the hypotube identified a kink at 41.6cm from strain relief. A visual, tactile and microscopic examination of the shaft polymer extrusion profile identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A leakage test was performed on the device using an encore inflation unit, and the balloon was inflated to the rate burst pressure of 14 atmospheres as per the instructions for use (IFU). The balloon inflated and deflated without issue. The encore inflation device was verified before and after the procedure using a druck gauge.